Manufacturer narrative:
The study was conducted from 2015 and 2017. Literature article: kim, j., choi. Dj., kim, mc., park, e. ¿risk factors of postoperative spinal epidural hematoma after biportal endoscopic spinal surgery¿. World neurosurg. (2019) 129: e324-e329. Https://doi.org/10.1016/j.wneu.2019.05.141. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 56 patients underwent a three-year study in which floseal was used with biportal endoscopic spinal surgery before drain insertion. On unreported number (16.7%) of patients experienced postoperative spinal epidural hematoma and two patients experienced cauda equina syndrome. The cause of the events was not reported. Treatment for the events was not reported. At the time of this report, the patient outcomes were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.